Event description:
It was reported that the patient presented in the hospital after experiencing dizziness and a fall at home. Upon interrogation, the pacemaker was in backup vvi mode and exhibited premature battery depletion and increased battery impedance. The pacemaker was explanted and replaced. The patient was in stable condition.